Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had halo. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as iol complication. Additional information was requested, but no further information is available.